Event description:
It was reported that the device was used during a low anterior resection procedure. The device fired malformed staples. The case was completed with hand suture. There were no consequences to the pt.